Manufacturer narrative:
C-1213 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The initial reporter to corin UK confirmed that the patient was not affected by this event. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. The device was examined at corin UK and the reported failure mode was verified, a possible root cause could have been due to cross threading. Corin have now initiated a project to review the design of these instruments. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery the cup got stuck to the trinity std introducer / impactor handle.